Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 6.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the sheath and the procedure was completed with another sterling¿ balloon catheter. There were no patient complications nor injuries reported.